Event description:
It was reported that the patient presented to the emergency room. Upon interrogation, it was revealed the implantable cardioverter defibrillator delivered inappropriate antitachycardia pacing and an inappropriate shock for supraventricular tachycardia. No changes or interventions were reported. The patient was in stable condition.